Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. A 5f non-boston scientific introducer sheath was inserted, and a 0.035 inch non-bsc guidewire crossed the lesion. A 5.0 x 40, 75cm mustang balloon catheter was then advanced for dilation. However, on initial inflation at 3 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem. A 5mm x 4cm non-bsc balloon catheter was advanced and inflated at 20 atmospheres, and good inflation was obtained and completed the procedure. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.